Event description:
A medtronic rep reported that while in a cranial procedure, the site is seeing black lines through exams after loading them on their stealthstation from the iso-c. The surgery was completed without the use of the stealthstation treon guidance system. There was no impact on pt outcome.

Manufacturer narrative:
Replacement component, shipped (B)(4) 2011, resolved the issue. Problem could not be replicated at the site. RMA issued for gemstone computer. (B)(4). No fault found with hardware and system found fully functional.